Event description:
It was reported that during the cleaning process, melting damage was observed on the rover power cord. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleges with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility and the complaint was confirmed.